Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp support ongoing for a patient with cardiomyopathy and cardiogenic shock. The patient was supported for eight days when it was explanted and replaced by bilateral centrimag. Weeks later abiomed¿s long-term outcome and quality (loqi) indicator impella registry alleged the harm of cardiogenic shock due to a compromised sterile sleeve. No treatment was noted. The patient survived the event.

Manufacturer narrative:
The investigation for the sterile sleeve damage has been completed. Pump was not returned for investigation. Data log review was not required for this case. As per the given clinical information, the sterile sleeve was compromised, which poses a risk for infection and requires removal. The cause of the sterile sleeve damage issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 clinical code 2262.